Event description:
It was reported a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer reloaded the cartridge and resumed insulin use.